Manufacturer narrative:
Follow-up #1: date of submission 11/9/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/15/2016 with the following findings: pump powers on with no audible alarm. Opened pump, cracked solder connection noted on piezo. Test pump case used; pump was fully functional.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging no sounds issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.